Event description:
It was reported by a physician's office that a vns patient had his vns device explanted in 2010 for "possible adverse effects". However, the patient still has a "length of wire" in his chest. No further information on the adverse effects was given at the time of the initial report. Good faith attempts to gather more information have been unsuccessful to date.